Manufacturer narrative:
Device evaluation follow-up #1 submitted on (B)(4) 2013: no cartridge was returned for investigation; a retain sample form the same lot (b201896) was pulled for investigation and passed visual, fill, force and leak tests. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013 alleging the patient experienced elevated blood glucose (bg) of 548 mg/dl without symptoms suggestive of hyperglycemia during the night at 3:00 am while sleeping. The reporter stated that she heard the pump sounding an alarm for loss of prime, but it was not loud because the patient was lying on the pump. The reporter stated that the patient was disconnected from the pump and the pump was primed and the patient was bolused for the elevated bg. The patient's bg reportedly came down to 412 mg/dl and then was 73 mg/dl upon waking in the morning. The reporter stated that the pump has emitted random loss of prime warnings three times since (B)(6) 2013. This complaint is being reported because the patient experienced elevated bg as a result of not appropriately responding to the pump's warning of loss of prime.

Manufacturer narrative:
Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the insulin cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.